Event description:
When howmedica simplex p radiopaque bone cement came in contact with allergard synthetic surgical gloves (latex free), the gloves dissolve. Pt was having a cemented total shoulder procedure, surgeon's gloves were affected 8 times during the procedure.